Manufacturer narrative:
Date of report: 09/30/2021.

Event description:
It was reported to philips by a customer that the unit had received a backup alarm failed error message. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
The returned motor controller (mc) pcba was tested, and no failures were identified. The 1104-backup alarm error code could not be duplicated. The cpu board was also received for failure investigation. The braid copper wire shorted to the silver plate side (base) and brass plate side (gnd) in the ls1 buzzer generated the 1104-backup alarm diagnostic code.

Manufacturer narrative:
The field service engineer (fse) replaced the motor control, cpu, and power management pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.